Event description:
The lock of the hoop dispenser was damaged; the coil cannot be moved out. Failure analysis discovered that the coil was kinked and stretched.

Manufacturer narrative:
The device positioning unit (dpu) was found protruding outside the sheath distal to the resheathing tool. No mechanical damage was found to the sheath. The 7.5cm coil was found to have been stretched 46.0 cm. The coil was found to have been unraveled out of the soldered section located at the proximal end of the coil. Except as noted, only the first secondary winding off the ball tip remained intact. The first primary winding off the ball tip has been stretched and damaged. Even after the coil was returned cleaned by the end user, there is still contrast adhering to the ball tip and coil. Located where the coil is severely bent and where the coil begins to stretch is a copious amount of contrast adhering to both the outside and inside the coil. The coil was returned severely damaged. The locking mechanism and the resheathing tool were returned undamaged and fully functional. Therefore; it is highly unlikely that these subcomponents contributed to the complaint event. The evidence strongly suggests that the root cause of the coils inability to be advanced was due to distal interference. This resistance caused the device positioning unit (dpu) to protrude outside the sheath. The damage to the coil shows that it was anchored and when it was retracted; the coil unraveled out of the soldered section. The unraveling out of the soldered section required excessive force. This caused the 7.5cm coil to stretch 46.0cm. Adjacent to the ball tip; the first primary winding was also stretched. The copious amount of contrast adhering to the coil distal to the stretched section most likely contributed to the distal interference. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems¿¿ in addition; without the return of the unidentified microcatheter used in the procedure it cannot be determined if this component contributed to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.